Event description:
Health care professional reported that 10 minutes after coming off cardiopulmonary bypass, aortic pressure changes were noted. The pt was placed back on bypass and the valve inspected. No problem was found with the valve seating or disc movements; however, the surgeon elected to replace the valve and returned it for analysis.